Event description:
The customer reported hospitalization for high blood glucose with a reading of 630mg/dl. The customer stated that she had been vomiting that evening. The customer also stated the cannula was bent upon removal from the site. Troubleshooting confirmed all programming was fine and the insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.